Event description:
It was reported that the user received repeated insulin occlusion alerts on an ilet system with a steel infusion set, with troubleshooting revealing air bubbles in the cartridge and proximal tubing and later identification that the needle guard had remained on during a supply change, which impeded delivery; after removing bubbles, refilling the tubing, and correctly inserting the infusion set, insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 396 mg/dl. Outcomes included disruption of insulin therapy requiring user education and on-call support. Investigation included customer service troubleshooting by phone, review of infusion set deployment and tubing priming, and guidance to remove air and correctly seat the infusion set. Investigation of this case revealed user setup error, specifically infusion set deployed incorrectly and presence of air in the fluid path, contributing to occlusion alerts and loss of therapy. It was concluded that the event was attributable to user error in infusion set deployment and line preparation rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.